Event description:
The devices were used during an unknown procedure. It was reported by the affiliate that the balloons were damaged. There was no pt consequence.

Manufacturer narrative:
Visual inspections & results: balloon condition, ab)torn; cam condition, desufflation lever condition, extension condition, inner and outer gasket condition, and sleeve condition, ab)good; stopcock condition, a)open b)closed. Functional tests & results: balloon inflation test, ab)could not insuffla. Analysis conclusion: ab)based upon the inquiry info received and the visual examination, it was concluded that the balloons had torn at the distal tip, making the instruments non functional. The instruments were received with the distal rings of the extensions pushed through the tips of the balloons. All of the pieces of instruments "a" were present, but a I" in diameter piece from instrument "b" was not returned. The instrument would not function as designed due to torn balloons and no conclusion could be reached as to what may have caused the balloons to tear. Ab)each instrument during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs to continuoulsy improve co's products.